Event description:
Product description: vitek® 2 is an automated system consisting of instruments, software and reagent cards designed for the identification and antimicrobial susceptibility testing of bacteria and yeast. The vitek®2 utilizes growth-based biochemical patterns to determine identification. The vitek®2 provides minimal inhibitory concentration (mic) results for most organism/drug combinations as well as a category interpretation (susceptible, intermidiate, or resistant) consistent with accepted criteria. The vitek® 2 systems web software is a component used to support the vitek® 2 systems instruments. Identification and susceptibility tests performed using the system software are intended for use by clinicians for therapeutic guidance only. Additionally, results obtained from identification tests are used for environmental monitoring and quality control purposes in an industry context. Issue description: a customer in france complained after having observed mis-match of results for 18 patients. The customer said that for 18 patient the lab ID was 14 character length. Myla only allows the receipt of a maximum 12 character lab ID length. As a consequence, the customer removed the last 2 characters from the lab ID. The customer said that they realized that the change was applied to the next patient sample causing mis-match of 18 results. The customer indicated that they had clicked on the arrow to pass onto the next isolate. The customer confirmed that the system alerted with an error code about the presence of duplicate sample ID. Biomerieux customer service explained to the customer the necessity to click outside the modified field before clicking on the arrow to pass onto the next isolate. Customer service also explained that if they do not click outside of the 'accession' ID box, and click on the 'arrow' the system will then apply the change to the next sample. The customer stated that incorrect antibiotic susceptibility test results were reported to the physician. The event has been reported to the french competent authority. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
Correction to initial MDR submitted 19jul2023: field "b5 - describe event or problem" initially included the statement, "the customer stated that incorrect antibiotic susceptibility test results were reported to the physician." This statement should have read, ¿the customer stated that incorrect antibiotic susceptibility test results were not reported to the physician.¿ on 06jul2023, the customer confirmed that they observed the issue, determined how they obtained the issue described, and immediately corrected. The customer also confirmed there was no impact on the lab ids after resolution. No mismatched results were reported to the physician and the issue did not lead to or contribute to death, serious injury, or serious deterioration in the state of health of any patient.

Event description:
Product description: vitek® 2 is an automated system consisting of instruments, software and reagent cards designed for the identification and antimicrobial susceptibility testing of bacteria and yeast. The vitek®2 utilizes growth-based biochemical patterns to determine identification. The vitek®2 provides minimal inhibitory concentration (mic) results for most organism/drug combinations as well as a category interpretation (susceptible, intermidiate, or resistant) consistent with accepted criteria. The vitek® 2 systems web software is a component used to support the vitek® 2 systems instruments. Identification and susceptibility tests performed using the system software are intended for use by clinicians for therapeutic guidance only. Additionally, results obtained from identification tests are used for environmental monitoring and quality control purposes in an industry context. Issue description: a customer in france complained after having observed mis-match of results for 18 patients. The customer said that for 18 patient the lab ID was 14 character length. Myla only allows the receipt of a maximum 12 character lab ID length. As a consequence, the customer removed the last 2 characters from the lab ID. The customer said that they realized that the change was applied to the next patient sample causing mis-match of 18 results. The customer indicated that they had clicked on the arrow to pass onto the next isolate. The customer confirmed that the system alerted with an error code about the presence of duplicate sample ID. Biomerieux customer service explained to the customer the necessity to click outside the modified field before clicking on the arrow to pass onto the next isolate. Customer service also explained that if they do not click outside of the 'accession' ID box, and click on the 'arrow' the system will then apply the change to the next sample. The customer stated that incorrect antibiotic susceptibility test results were not reported to the physician. The event has been reported to the french competent authority. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
The customer encountered a conflict with the length of the characters for their accession ID¿s due to their newly configured setup with myla. In the process of editing the accession ID field, the customer changed the accession ID by removing the last 2 numbers. After the input of the new accession ID, clicked the ¿arrow¿ icon navigation, in the isolate view screen, to move to the next isolate. The modified isolate accession ID number displayed as the next isolate and patient, in the isolate detail view. The edited accession ID did not apply to the intended isolate. Steps to reproduce using firefox: 1) click on an isolate in worklist view. 2) click on the accession number of the isolate in isolate detail view and enter a change 3) instead of clicking outside the field or pressing enter to accept the change, click on the right arrow button navigation. Observed behavior: the changed accession number was applied to the wrong isolate, the next isolate in the list. And not the intended isolate. Workaround: save accession number by clicking outside the field or press enter after a change is made, and not use the arrow key. Issue does not occur with edge and chrome browsers. Issue only occurs with firefox. The review of the worldwide complaint database was performed for catalog profiles: c57 (vitek 2 60) and c20. (Vitek 2 xl) for complaints associated with error code g052- isolate results linked to wrong. Patient and no general trend was identified. Root cause: accession ID change and corresponding results assigned to the wrong patient due to arrow button navigation implementation using the firefox web browswer. This anomaly has been fixed in the upcoming software release. V2s 10.0.1 (10mr1).